Event description:
On 04/24/2024, infutronix received a report that a pump had a flow rate issue - user reports flow rate issue. But the flow rate accuracy was unknown. The pump was allegedly was having treatment but did not infuse completely. No patient was not harmed. Device was requested to be returned.

Manufacturer narrative:
The historical test records were reviewed in the qos system. All test results relevant to the reported issue had passed. There was no previous complaint on this device. This MDR will be reopened and updated in the event the product involved or additional information becomes available. A CAPA had been opened in order to fully investigate and address the root causes of the reported events after the evaluation. Reference to complaint # (B)(4).